Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge in defib mode. Also, device displayed error message code "error 44". The complainant indicated that there was no patient involvement in the reported failure.